Manufacturer narrative:
(B)(4). Date sent: 11/07/2016. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the clip was not always closing correctly. Case completed with another device of the same product code. There were no patient consequences reported. No further information was available.